Manufacturer narrative:
(B)(4). Eval, results: (endoleak). (Severely angulated distal descending thoracic aorta). Conclusion: (severely angulated distal descending thoracic aorta).

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death, rupture); (no further information available). Conclusion: (no further information available).

Event description:
Additional information was received for this case. The information was received under physician sponsored ide # (B)(4). The post procedure aortogram approximately three years ago did not demonstrate any endoleaks or areas of device disruption. The patient continued to have follow-up cts done, the last one being a non-contrast CT one year ago due to an elevated creatinine. It was reported that the patient was hospitalized at another facility for two weeks and was ready to be sent home when the patient expired. The death certificate states the cause of death as hemorrhagic shock, ruptured thoracic aneurysm and thoracic/abdominal aortic aneurysm. No further information is available for this case.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a descending thoracic aneurysm which had previously been treated with another MFR's stent graft, approx 4 years ago. It was reported that subsequent f/u CT showed that the pt had a distal type 1 leak in the talent thoracic stent graft, (ref MFR 2953200-2011-01717) and the pt had developed an infrarenal abdominal aortic aneurysm and a left hypogastric artery aneurysm. The pt underwent a successful coil embolization for the hypogastric aneurysm and an endovascular repair of his aaa two years post thoracic treatment. The pt's thoracic endoleak was also treated with the deployment of an add'l thoracic endoleak stent at the same time. The pt's post procedure imaging confirmed the exclusion of his endoleak. Two years later, the CT showed a type iii endoleak arising from the stent grafts (ref MFR 2953200-2011-01718). The stent graft separation was most likely related to the pt anatomy of severely angulated distal descending thoracic aorta and the lengths of the device, 11 cm. The physician inserted, but was unable to advance the device to the intended landing zone due to the tortuosity of the aorta. The physician implanted another device (B)(4) to bridge the stent grafts and the type iii endoleak was resolved. The post procedure angiogram and CT revealed that the endoleaks were resolved and there were no stent graft issues. The pt was sent home in stable condition 3 days post secondary intervention. No add'l clinical sequelae were reported.